Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) 23000 and 23137 errors were confirmed and replicated. The unit was tested on an in-house system where it failed in normal mode due to error 319. Upon inspection, it was found that one of the board springs was very loose. The issue was related to a defective yaw searchlight printed circuit assembly (pca).

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, there was a 23000 error on the universal surgical manipulator (usm1). The customer tried to recover the error twice and ended up disabling the usm. The customer later called in after the procedure and the technical service engineer (tse) had the customer reboot the system with an emergency power off on the patient side cart (psc). The customer moved the usm1 back to normal position and the system powered back on without further errors. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm1). System tested and verified as ready for use. The complaint was confirmed based on field evaluation.